Event description:
It was reported the physician ((B)(6)) was unable to remove a lead as it became stuck. The physician elected to leave the lead implanted. Device information was not provided to the manufacturer.